Event description:
I have itchy irritated eyes and used a pack from some ocusoft lid allergy scrub. Next day my face felt tight and eyes swollen shut. I thought it was poison oak from my pets but I'm not allergic to any of that. This has happened before. I had plans and was trying to cleanse my eyes and face before bed. When I woke the next morning of thursday, my face was red and inflamed with blisters and very bad rash. I tried everything to help dry it up like ivarest but nothing worked. I recalled using the ocusoft and decided to look up seller and side effects. I purchased it in store from walmart. Side effects are what I am experiencing. As a diabetic, I am very sensitive to healing process.